Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event is unknown as it was not provided. Serial number is unknown as it was not provided. Unique identifier number is unknown as serial number was not provided. Device manufacturer date is unknown as serial number was not provided. A johnson & johnson (j&j) representative visited the surgery center the following day after the event. The j&j representative found the reflux feature working normally and found no pertinent events in the events logs. The j&j representative speculates the cause was that surgeon engaged in reflux for too long thereby exhausting the balance salt solution (bss) in the aspiration line making the reflux not possible. In addition, there may have also been too much air in the aspiration line which also prevents the reflux mode from working since it needs liquid (bss) to push through. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a cataract patient experienced a capsular tear requiring an anterior vitrectomy procedure. A description from the surgery center indicated that during the procedure, the phaco tip would not release the posterior capsule and the treating surgeon attempted to use the reflux mode to release the capsule from the tip but was unable. The surgery center is stating the reflux feature was not working.